Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon stated that the inclination of the cup appears to be more than planned. Tha procedure. Pictures of the x-ray were provided on (B)(6) 2017 and have been attached to the intake.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding an incorrect cup inclination involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 337 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding incorrect cup inclination. There were only 9 other reported events (B)(4). Conclusion: according to the session file, registration accuracy was acceptable. It appears as if a change in the rotation of the pelvis between the pre-operative CT and the post-operative film is responsible for the apparent error in placement of the cup. The cup does appear more inclined than the original plan of 40 degrees, however, analysis has shown that when the view of the original plan is rotated to match that of the post-op film, the cup inclination is within 4 degrees of the post-op measurement and thus within the system stated accuracy of 5 degrees. The mako system appears to be functioning as intended.

Event description:
The surgeon stated that the inclination of the cup appears to be more than planned. Tha procedure. Pictures of the x-ray were provided on (B)(6) 2017 and have been attached to the intake.